Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during implant of right atrial lead, the physician noted that the right ventricular lead had dislodged. An attempt to reposition the lead failed as the helix would not extend. The patient did not experience any adverse event.